Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they were pulling the r2p sheath out of the patient after the procedure, and it came apart. There was no patient injury and/medical or surgical intervention required. The event occurred intra-operative. Additional information as received on 10nov2023: the case was an r2p case. The patient did not experience a spasm when the device removal was taking place. No injury or medical intervention took place due to the device coming apart. The estimated blood loss was less than 250cc. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the sheath was withdrawn during increased resistance from a patient spasm. Device history record (DHR) review cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).